Event description:
New information states the lead was capped, the patient was stable and tolerated the procedure well.

Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the right ventricular lead exhibited multiple episodes of high ventricular rate for noise, the noise could not be reproduced in clinic. The patient had not experienced any symptoms. No intervention had been reported.